Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the hipot and fall-off tests. Investigation revealed several out of tolerance pins on u713 (a mixed signal microcontroller) on the belt's distribution node (dn) pca board. Pins 37, 38, 44, 45, 46 and 47 were out of tolerance. The cause for the out of tolerance pins was unable to be positively determined. No adverse event resulted from the defective belt. The last patient to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the hipot and functional fall-off tests. The last patient to use this e-belt did not report any deficiencies.